Event description:
It was reported that the lead was fractured due to rib-clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.